Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an itchy, burning rash and blisters under the back therapy pads. There was no alleged device malfunction contributing to the irritation. The patient's physician discontinued use of the lifevest due to the skin irritation. Outcome of the skin irritation is unknown.